Event description:
A customer contacted beckman coulter (bec) reporting a contained cartridge chemistry (cc) sample probe leak in the unicel dxc 800 pro synchron chemistry analyzer. The customer observed leaking from the top of the sample probe. Bec customer technical support (cts) instructed the customer to tighten the nut. After the customer tightened the nut, the probe was still leaking. Approximately 0.5 ml of fluid was leaking. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
Upon further troubleshooting, the customer was able to identify the source of the leak. The leak was coming from the top of the cc sample probe to the obstruction transducer. Prior to the bec field service engineer (fse) arrival on-site, the customer had tightened the fitting at the tubing and obstruction transducer which resolved the issue. Bec identifier for this report is (B)(4).